Event description:
It was reported that during an ankle arthroscopy, a part of the device broke off in the patient. The surgeon had to make an additional incision to retrieve the broken piece.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation, but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event include excessive bending forces applied to the device during use or user mechanical damage to device such as hitting the device with another device or grinding against a hard surface. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.